Manufacturer narrative:
(B)(4). The following symptoms were reported (all are resolved): tako-tsubo-syndrome, onset date: (B)(6) 2014 resolved: 1 week later. Severe swelling on the chin and nlf (left side), onset date: (B)(6) 2014, resolved: (B)(6) 2014. Hematoma on the chin and nlf, onset date: (B)(6) 2014, resolved: 1 week later. Mild swelling on the chin and nlf, onset date: (B)(6) 2014, resolved: (B)(6) 2014. Measures taken: cardiac catheterization, MRI: revealed a hypertensive heart with screwpull-like vessels. Troponin t was elevate in the blood. A causal relationship to the radiesse dermal filler is not suspected. The radiesse lot number was not provided, therefore the device history record could not be reviewed.

Event description:
A pt in (B)(6) was injected with radiesse in the nlf and chin to treat wrinkles. The pt suffered from heart pain 10 min after injection. Three hours later, she went into hospital, where a cardiac catheterization and MRI were performed. The examination revealed a tako-tsubo-syndrome (also: broken-heart-syndrome). The pt was discharged after one week and had completely recovered. The pt herself did not see any relationship to the injection. The pt is physician herself but has been injected by a colleague.